Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic test due to loose/protruded drive support disk. The pump was unable to perform occlusion, prime, and the excessive no delivery test due to compromised force sensor system alarm. The pump was unable to perform occlusion, prime and excessive no delivery and displacement test due to compromised force sensor system alarm. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer treated with manual injection. The customer stated that insulin began to squirt out of the set when she tried to fill her new set tubing. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.